Event description:
In 2007, the lay-user/patient contacted lifescan alleging that her one touch ultra would not power on. The patient tests her blood glucose 4-5 times a day. She typically tests before each meal and before bedtime. Her normal blood glucose readings are around 70-180 mg/dl. The patient takes sliding-scale "humalog" insulin based on her meter readings 4 times a day. She also takes 72 units of "lantus" at bedtime. She had the reported meter for over 1 year. Four days prior, at night, the patient's meter stopped powering on. She was unable to test her blood glucose before going to bed. Earlier in the day, patient was able to test her blood glucose and got normal readings. The next day, the patient ate breakfast and lunch but was unable to test her blood glucose before each meal because of the alleged meter issue. Since she could not test her blood glucose, the patient did not take her sliding- scale insulin before those meals. Around 2:00 pm, the patient went to a pharmacy to get a replacement battery. While she was there, the patient began to feel unwell. The paramedics were contacted. When they arrived, the patient's blood glucose was tested on an unidentified device and a result of "270 something" (mg/dl) was obtained. The patient could not recall if she received any treatment from the paramedics. At that time, the patient could not speak or answer the paramedics' questions. The patient mentioned that she felt drunk and like her "legs weren't there." Upon arriving at the hospital, her blood glucose was tested on another unidentified device and a result of "290 something" was obtained. An hour and a half later, her blood glucose was tested again in the hospital and a result of around "400 mg/dl" was obtained. She received "IV insulin" and was hospitalized for 4 days. The customer care advocate (cca) was able to walk the patient through setting up her meter since the device battery was replaced. The reported issue was resolved. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that she was unable to test her blood glucose before 2 meals and therefore, could not take any sliding-scale insulin. The patient claimed that as a result of not being able to test she was hospitalized and received insulin treatment for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.